Manufacturer narrative:
(B)(4). After an additional medical review, a determination was made to re-classify the complaint as a malfunction. Complaint number (B)(4) is being reported as a malfunction. There was no serious injury.

Manufacturer narrative:
(B)(4). The device history review for the product auto endo5 ml lot #73c1900437 investigation did not show issues related to the complaint. The device investigation is pending. Teleflex will continue to monitor and trend related events.

Event description:
It was reported that when the surgeon was using the clip applier, he used it enough to complete his work, but when he tried to place one more clip, it did not release. He tried this 3-4 times, but the decided enough clips were applied.

Manufacturer narrative:
Qn#(B)(4). The customer returned one unit ae05ml autoend05 ml for investigation. The returned sample was visually examined with and without magnification. Visual examination of the returned device revealed that the sample was returned with its trigger partially engaged. The sample appears used as there is biological material present on the device. Dimensional inspection was performed on the jaw spring and the bottom jaw. A digital caliper (equipment ID c05155 and calibration due date (B)(6)2020) was used to take the measurements. The thickness of the jaw leg on the bottom jaw where the jaw spring connects was measured. The specification as outlined in part drawing g00455 is .010" +/- .0015". The thickness was measured to be .0110" which meets the specification. Additionally, height of the jaw spring tips was measured. The specification as outlined in part drawing tfx-001524 is .0150" +.0025"/-.0020". The height of the tip that connects to the bottom jaw was measured to be .0145". The height of the tip that connects to the top jaw was measured to be .0165". Both tips on the jaw spring were within the specification. First, the trigger cycle was completed. At this time, it was noticed that the jaw spring was disengaged from the bottom jaw. Functional inspection was performed on the returned sample by attempting to engage the trigger using hand pressure. Upon engagement of the trigger, an audible ratchet sound could be heard indicating that the internal ratchet ears are intact. The first clip fell out of the device since the bottom jaw was not closing properly. The jaw spring being disengaged prevented the bottom jaw from closing properly. The device was disassembled in order to inspect the internal components. Upon disassembly, it was found that the clips were out of position in the channel and stacking on one another. The bottom jaw had multiple scrape marks where the jaw spring connects to it. This indicates that the jaw spring was connected properly before the device was used and it appears that it disconnected during use. Dimensional inspection was performed on the bottom jaw and jaw spring. Both components were within specification. The sample was received with 6 clips remaining in the channel indicating that 9 clips were fired by the end user. The root cause of this complaint issue was that the jaw spring disconnected from the bottom jaw. However, it could not be determined why or how this occurred. The IFU for this product, l06072, was reviewed as a part of this complaint investigation. The IFU for this product states, "mishandling of appliers may result in improper load and/or closure of the ligating clip." The part drawings for the bottom jaw, g00455, and jaw spring, tfx-001524, were also reviewed as a part of this complaint investigation. A corrective action is not required at this time since the root cause of the complaint could not be determined. However, there is no evidence to suggest a manufacturing related cause since the affected components were found to be within specification. The reported complaint of "unit misfired" was confirmed based upon the sample received. Upon functional inspection, it was found that the jaw spring was disengaged from the bottom jaw which prevented the jaw from closing properly when the device is fired. The bottom jaw had multiple scrape marks where the jaw spring connects to it. This indicates that the jaw spring was connected properly before the device was used and it appears that it disconnected during use. Dimensional inspection was performed to on the bottom jaw and the jaw spring. All measurements taken were found to meet the specifications. At the time of manufacturing assembly, the autoend05 is 100% inspected for proper clip loading and closure. It is unlikely that these types of damages were present at the time of manufacturing. A device history record review was performed on the device with no evidence to suggest a manufacturing related defect. The root cause of this complaint issue was that the jaw spring disconnected from the bottom jaw during use. However, it could not be determined why or how this occurred.

Event description:
It was reported that when the surgeon was using the clip applier, he used it enough to complete his work, but when he tried to place one more clip, it did not release. He tried this 3-4 times, but the decided enough clips were applied.